Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician determined that the cuff was initially the wrong size. A surgical procedure was performed during which the existing cuff was removed, and a new properly sized cuff was placed. No further patient complications were reported.